Event description:
Customer was testing this generator for incoming inspection however it failed as cut 6 was giving high output, it was giving 25 watts. Customer tried two different fluke analyzers and two different 3.0s hand pieces but received the same output. The hand pieces and analyzers were used on the facilities other units which all checked out fine. No patient involvement.

Manufacturer narrative:
Product event (B)(4). Product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
Product event # (B)(4) product analysis #211518839:p2: software v4.3 brief description of complaint: failed biomed testing ¿ high output on cut 6 investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: product line: pulsar ii quantity returned: 1 product code (sku): ps100-102 serial: (B)(4) testing performed: visual inspection: received in good condition functional inspection: received at software revision dsp 4.3 no issues found, power outputs are within specification lhr review: no service history investigation conclusion: ¿ reported issue confirmed or not confirmed: o not confirmed ¿ summary of visual and functional inspection findings: o no issues found ¿ cause of failure and impact to functionality: o n/a ¿ how was failure resolved/addressed?: o n/a (B)(4).

Event description:
Customer was testing this generator for incoming inspection however it failed as cut 6 was giving high output, it was giving 25 watts. Unit will be returned and replaced. Customer tried two different fluke analyzers and two different 3.0s hand piece but received the same output. The hand pieces and analyzers were used on the facilities other units which all checked out fine. No patient or case involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.